Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #: mc1vr01-delsys / expiration date: 28-aug-2020 / (B)(4). Device available for evaluation: no. Dev rtn to MFR? No. Mfg date: 26-mar-2019. Labeled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the leadless implantable pulse generator (ipg) implant procedure cardiac perforation occurred resulting in cardiac tamponade and the patient's blood pressure was reported as dropping. It was reported that placement issues were encountered. When the ipg was positioned and upon injecting contrast a stream of contrast was noted surrounding the heart which continued to get bigger. Pericardiocentesis and a drain was used and the ipg was then successfully placed in another location. No further patient complications have been reported as a result of this event.